Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction suggests probable causes such as electrical problems like: electrical/electrical component; open circuit; short circuit; signal loss. Interoperability problems like: wired communication. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device screens were completely green. The issue happened during the diagnostic gastric bleed procedure. There were no reports of patient harm.